Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 3784-10036, mfd. 04/27/2011, expires 2014-04, (B)(4). 2nd (inferior): ifuse implant, p/n 7040-90, lot# 3776-10024, mfd. Unknown, expires 2014-02, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2011 where two implants were placed. The patient later complained of a recurrence of pain. In (B)(6) 2017, the surgeon performed a revision surgery where he removed both implants and added new hardware. The status of the patient following the revision procedure is not known.